Event description:
According to user report # (B)(4), allegedly during the procedure, while drilling in the left foot, the drill bit broke off in the bone. The surgeon was able to remove the tip of the drill bit.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. This report will be updated when the investigation is complete.